Manufacturer narrative:
Boston scientific received information that this local representative contacted ts in mid-february 2017. The local representative asked about the range for a red alert. The local representative discussed this patient's lead history. The patient has rv and lv leads that are exhibiting increasing impedance measurements. The rv pacing impedance has triggered a couple of pacing impedance concerns. The local representative mentioned that pacing thresholds have risen slightly. No electrogram noise or oversensing have been identified. Ts discussed new lead alerts on the wave communicator and the impedance range programming options. The impedances are gradually rising which looks like a physiologic or calcification process. This is not indicative of a lead fracture. Lead monitoring seems appropriate given patient is (B)(6) and there have been no sensing or pacing issues. Boston scientific received information from the local representative that chest x-rays and dft testing was performed. All testing was appropriate and the physician plans to continue monitoring lead measurements. The leads do appear to be pushing against each other at the level of the subclavian. No complications or injury.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts) on january 23, 2017. The hcp reported a gradual increase in right ventricular (rv) and left ventricular (lv) pacing impedance. The gradual increase in rv pacing impedance started approximately one year ago. The gradual increase in lv pacing impedance started approximately 6 months ago. It was noted that there has also been on out-of-range (oor) pacing impedance alert on the rv lead. Additional the hcp commented that the rv and lv lead are 'pushing on each other' as identified on x-ray. The rv pacing threshold increased to 5 volts at 0.6 ms. Lv pacing tip to rv coil threshold at 1.4 volts at 2.0 ms which is an increase from 0.6 volts at 0.5ms at implant. The patient is not pacemaker dependent. Ts accessed stored data from the patient's monitoring system and confirmed that there has been a very gradual increase over the past year for the rv lead. A review of stored episodes found no electrogram noise on the intracardiac channels. Ts recommended a thorough system evaluation in-clinic including patient isometrics.